Event description:
It was reported that during a hemorrhoidopexy procedure, after proceeding with standard fixation of anal dilator and purse string with anoscope in the device set, the stapler was fired. The sales rep had arrived when the stapler was said to be fired and the sales rep and nurse could not see any donut but only blood clot in the housing. The surgeon found there was excessive bleeding at the operating site and suspected, there were no staples in the stapler. In the mean time, the sales rep and scrub nurse found that the washer was not cut as it should have been after the stapler was fired. Sales rep suggested to the surgeon that the uncut washer suggested that the stapler did not complete the firing cycle. The scrub nurse indicated that she did not hear the crunch sound but the chief surgeon said, he could not remember if there was a crunch sound. During the steps to stop the bleeding, another surgeon was invited into the operating theatre and the invited surgeon found that there were some malformed staples at 3 o'clock of the operating site. The chief surgeon insisted that he had pushed the firing trigger to the end. Suturing used to stop the bleeding, and the hemorrhoids identified was ligated by sutures. The surgery was completed after being prolonged 4 hours with hemostatic suturing by both the chief and the invited surgeon.

Manufacturer narrative:
Date sent: 10/13/2009. Evaluation summary: the analysis results found that the device arrived in good visual condition; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional info. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however, the washer cut was not a perfect circle, due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Breakaway washer cut off center.